Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the fingerprint reader was sluggish, resulting in a delay. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not showing an enabled instance of network basic input/output system (netbios), likely due to issues with the biometric identifier driver. A technical support specialist (tss) followed the knowledge articles and ran a command on beyond trust. The tss followed the knowledge articles, station slowness summaries and checklist - reimaged or new es device setup, to uninstall and reinstall the biometric identification (bio ID) driver, the steps required 20-30 minutes of downtime to perform, the tss then confirmed the issue has been resolved. The system functioned as intended after the technical support specialist troubleshot the device.